Event description:
Rv lead integrity warning on (B)(6) 2023 due to 2 or more high rate-ns episodes < 220 ms. And sensing integrity counter >= 30 in 3 days. There was oversensing with significant variability of intervals of oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).